Manufacturer narrative:
The device was received by the manufacturer on 05/11/2018. The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of "improper shutdown!" In the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation when the device was unable to remain powered on when on direct current power. The device was determined to not meet all product specifications related to the reported event. The reported device powers off without user input was verified. The customer supplied wireless battery module was determined to be the failing component and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was found to power off without user input prior to use in the delivery room. There was no patient involvement associated with this event. No additional information is available.